Event description:
It was reported that a patient was in the hospital for seizure and she would be using a catheter. The catheter would be "taking the place of the interstim." It was stated that the stimulation would be turned down to 0.1v. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-33, lot# va02xpe, implanted: 2012-(B)(6), product type lead, product ID 3037 l, serial# (B)(4), product type programmer, (B)(4).